Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver displayed an error code. The receiver continued to display the code after the device was reset. Dexcom has issued an rga for patient to return her device to be investigated.